Manufacturer narrative:
(B)(4). Product not yet evaluated. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/10/2014).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. I ran a back to back blood test, 413mg/dl and 437mg/dl. Review for possible MDR/adverse event. Customer stated that her expected blood ranges are 140mg/dl-220mg/d. I reviewed the last 5 blood results in the meter memory: (B)(6). Customer stated that she was fasting when these results were obtained. She is concerned about all of her result from (B)(6) 2014. Based on parkes error grid analysis, the bias between the highest result in memory (432) and the lowest normal result (140) is located in zone c. No adverse event reported.

Event description:
Consumer complaint of about high blood results. I ran a back to back blood test, 413mg/dl and 437mg/dl. Review for possible MDR/adverse event. Customer stated that her expected blood ranges are 140mg/dl-220mg/dl. I reviewed the last 5 blood results in the meter memory: 432mg/dl (B)(6) 12:46pm; 416mg/dl (B)(6) 11:57am; 392mg/dl (B)(6) 10:37am; 300mg/dl (B)(6) 10:35; 204mg/dl (B)(6) 10:58am. Customer stated that she was fasting when these results were obtained. She is concerned about all of her result from (B)(6) 2014. Based on parkes error grid analysis, the bias between the highest result in memory (432) and the lowest normal result (140 ) is located in zone c. No adverse event reported.